Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specs. No unexpected low battery alarms were noted during testing. Unit passed displacement test and unexpected restart error test and all operating currents test. Minor scratches on lcd display window noted. Pump received with intermittent button response due to moisture damage to keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call the insulin pump had unresponsive buttons. Customer's blood glucose level was unknown. Troubleshooting was not performed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and a21 error test and all operating currents test. Minor scratches on lcd display window noted. Pump received with intermittent button response due to moisture damage to keypad traces. (B)(4).